Event description:
The following has been reported: up-arrow buttons on the cover are not working - there is something wrong with both the single and the double arrow. Every other function works excepts from the up-arrow buttons. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
The device histories record were reviewed, no event linked with the reported issue was found. Device history logs were reviewed, and the data embedded in the history logs are insufficient to confirm the reported event. The reported devices was not received in brézins for investigation because it was repair locally. To solve the issue the keypad and front housing have been replaced. The defective parts were received in brézins for investigation. According to provided investigation result, maintenance test 10 for the keyboard buttons was passed without success. 3 buttons on the keypad were found to be blocked, preventing further operation. And when the keyboard was removed to check the rear panel, it was found that the matrix had oxidised, which is probably why the keys were not responding. Based on this information the root cause of this defect was found likely due to a mishandling of the device caused by infiltration of medical liquid which corresponding to a misuse. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.